Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 4.2 mmol/l. The customer stated that the response from the buttons takes a long time. The customer mentioned that they had to change the batteries over the weekend. The customer stated that it takes about 20 seconds to register a bolus. The customer stated that the pump is none responsive. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the leak test. The pump was received with intermittent buttons due to a problem isolated to the keypad assembly. The pump was received with the keypad connector properly connected. No damage or moisture damage on the keypad assembly was noted. No frozen screens were noted. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.